Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), device breakage ("device breakage (at insertion)"), complication of device insertion ("device breakage (at insertion)") and pelvic pain ("pelvic pain / left side pain") in a 26-year-old female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "implant may not have been placed correctly/ coil was not completely inserted in second tube" on (B)(6) 2014, treatment noncompliance "patient use birth control or contraception at any time following your essure placement procedure", patient-device incompatibility "body rejected the coils" and device monitoring procedure not performed "patient did not had essure confirmation test". The patient's past medical history included gravida ii, parity 2 ((B)(6) 2011, (B)(6) 2013), hypoglycaemia, asthma and anxiety disorder. Previously administered products included for an unreported indication: depo provera in 2006. Concurrent conditions included body mass index normal. Concomitant products included iron, misoprostol (cytotec), norethisterone (errin) and vicodin (norco). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced migraine ("migraines"), abdominal distension ("bloating") and headache ("headaches"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain / bilateral quadrant pain"), allergy to metals ("hypersensitivity reaction to nickel/ nickel allergy") with rash and rash erythematous, back pain ("pinching left lower back pain/ lower back pain"), abdominal pain lower ("severe sharp and constant left lower abdomen pain/ lower abdomen pain") and arthralgia ("hips pain"). In 2014, the patient experienced alopecia ("hair loss"), dizziness ("dizziness"), mood swings ("extreme mood fluctuations"), anxiety ("anxiety") and amnesia ("memory loss"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("vaginal bleeding"), fallopian tube spasm ("during implantation, the right fallopian tube spasmed"), loss of personal independence in daily activities ("she could not bend over to pick up her son hold him while standing or just sit or stand for long periods of time") and fatigue ("fatigue"). The patient was treated with ibuprofen, para-seltzer (excedrin), paracetamol (extra strength tylenol), analgesics and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, complication of device insertion, dyspareunia, vaginal haemorrhage, allergy to metals, fallopian tube spasm, loss of personal independence in daily activities, dizziness, mood swings, anxiety, migraine, amnesia, headache and fatigue outcome was unknown and the pelvic pain, abdominal pain, alopecia, abdominal distension, back pain, abdominal pain lower and arthralgia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, complication of device insertion, device breakage, device dislocation, dizziness, dyspareunia, fallopian tube spasm, fatigue, headache, loss of personal independence in daily activities, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: contraceptive method with essure insertion: progestogen-only pill; concomitant drug: nexa plus; insertion procedure: the number of expanded coils that appeared trailing into the uterine cavity was 4. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. However, the device was defective and the coils would not deploy. When the device was removed alii of the coils appeared to remain attached to the device. On inspection of the right tubal ostia, it appeared that the inner sheath of the essure device was still in the ostia. Removal procedure: bilateral lower quadrant pain; right fallopian tube and essure device was removed without difficulty from the abdomen. Abdomen and pelvis were copiously irrigated. Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Patient went for ultrasounds and a visit to the ER (emergency room) for more ultrasounds, test and x-rays, the doctors couldn¿t find anything wrong. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abdominal pain. Most recent follow-up information incorporated above includes: on 21-jun-2018: pfs and mr received: the previous symptom: erythematous was updated to erythematous itchy rash on bilateral legs. Patient's medical history and concomitant drug added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), device breakage ("device breakage (at insertion)"), complication of device insertion ("device breakage (at insertion)") and pelvic pain ("pelvic pain / left side pain") in a 26-year-old female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not had essure confirmation test" and patient-device incompatibility "body rejected the coils". The patient's past medical history included gravida ii and parity 2 ((B)(6) 2011, (B)(6) 2013). Previously administered products included for an unreported indication: depo provera in 2006. Concurrent conditions included body mass index normal. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required), complication of device insertion (seriousness criteria medically significant and intervention required) and device deployment issue ("implant may not have been placed correctly/ coil was not completely inserted in second tube"). In (B)(6) 2014, the patient experienced abdominal distension ("bloating"). On (B)(6) 2014, the patient experienced abdominal pain ("abdominal pain / bilateral quadrant pain"), allergy to metals ("hypersensitivity reaction to nickel/ nickel allergy") with rash and erythema, back pain ("pinching left lower back pain/ lower back pain"), abdominal pain lower ("severe sharp and constant left lower abdomen pain/ lower abdomen pain") and arthralgia ("hips pain"). In 2014, the patient experienced alopecia ("hair loss"), dizziness ("dizziness"), mood swings ("extreme mood fluctuations"), anxiety ("anxiety"), migraine ("migraines") and amnesia ("memory loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal haemorrhage ("vaginal bleeding"), fallopian tube spasm ("during implantation, the right fallopian tube spasmed"), loss of personal independence in daily activities ("she could not bend over to pick up her son hold him while standing or just sit or stand for long periods of time"), treatment noncompliance ("patient use birth control or contraception at any time following your essure placement procedure"), headache ("headaches") and fatigue ("fatigue"). The patient was treated with ibuprofen, para-seltzer (excedrin), paracetamol (extra strength tylenol), analgesics and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) v2014. At the time of the report, the device dislocation, device breakage, complication of device insertion, dyspareunia, vaginal haemorrhage, allergy to metals, fallopian tube spasm, loss of personal independence in daily activities, device deployment issue, dizziness, mood swings, anxiety, migraine, amnesia, treatment noncompliance, headache and fatigue outcome was unknown and the pelvic pain, abdominal pain, alopecia, abdominal distension, back pain, abdominal pain lower and arthralgia was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, complication of device insertion, device breakage, device deployment issue, device dislocation, dizziness, dyspareunia, fallopian tube spasm, fatigue, headache, loss of personal independence in daily activities, migraine, mood swings, pelvic pain, treatment noncompliance and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Patient went for ultrasounds and a visit to the ER (emergency room) for more ultrasounds, test and x-rays, the doctors couldn't find anything wrong. Most recent follow-up information incorporated above includes: on 3-apr-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information updated. Essure lot number was added. Events nickel allergy, bilateral quadrant pain, lower back pain, lower abdomen pain, coil was not completely inserted in second tube were clubbed with previously reported events. Events device dislocation, erythema, headache, device breakage, fatigue, arthralgia were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device dislocation ("malposition of essure device"), device breakage ("device breakage (at insertion)"), complication of device insertion ("device breakage (at insertion)") and pelvic pain ("pelvic pain / left side pain") in a 26-year-old female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "implant may not have been placed correctly/ coil was not completely inserted in second tube" on (B)(6) 2014, patient-device incompatibility "body rejected the coils", treatment noncompliance "patient use birth control or contraception at any time following your essure placement procedure" and device monitoring procedure not performed "patient did not had essure confirmation test". The patient's past medical history included gravida ii, parity 2 ((B)(6) 2011, (B)(6) 2013), hypoglycaemia, asthma and anxiety disorder. Previously administered products included for an unreported indication: depo provera in 2006. Concurrent conditions included body mass index normal, atrophy nos, paratubal cyst and cystic fibrosis. Concomitant products included iron, misoprostol (cytotec), norethisterone (errin) and vicodin (norco). In (B)(6) 2014, the patient experienced migraine ("migraines"). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced mood swings ("extreme mood fluctuations"), abdominal distension ("bloating"), amnesia ("memory loss") and headache ("headaches"). On (B)(6) 2014, the patient experienced back pain ("pinching left lower back pain/ lower back pain"), abdominal pain ("abdominal pain / bilateral quadrant pain"), abdominal pain lower ("severe sharp and constant left lower abdomen pain/ lower abdomen pain / severe and persistent lower abdominal pain") and allergy to metals ("hypersensitivity reaction to nickel / nickel allergy / severely allergic to nickel") with rash and rash erythematous. In (B)(6) 2014, the patient experienced alopecia ("hair loss"), dizziness ("dizziness") and anxiety ("anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and arthralgia ("hips pain / pain in hips while sleeping"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("vaginal bleeding"), fallopian tube spasm ("during implantation, the right fallopian tube spasmed"), loss of personal independence in daily activities ("she could not bend over to pick up her son hold him while standing or just sit or stand for long periods of time") and fatigue ("fatigue"). The patient was treated with ibuprofen, para-seltzer (excedrin), paracetamol (extra strength tylenol), analgesics, surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2014. At the time of the report, the device dislocation, device breakage, complication of device insertion, dyspareunia, vaginal haemorrhage, allergy to metals, fallopian tube spasm, loss of personal independence in daily activities, dizziness, mood swings, anxiety, migraine, amnesia, headache and fatigue outcome was unknown, the back pain, abdominal pain, abdominal pain lower, abdominal distension and arthralgia was resolving and the alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, complication of device insertion, device breakage, device dislocation, dizziness, dyspareunia, fallopian tube spasm, fatigue, headache, loss of personal independence in daily activities, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: contraceptive method with essure insertion: progestogen-only pill; concomitant drug: nexa plus; insertion procedure: the number of expanded coils that appeared trailing into the uterine cavity was 4. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. However, the device was defective and the coils would not deploy. When the device was removed alii of the coils appeared to remain attached to the device. On inspection of the right tubal ostia, it appeared that the inner sheath of the essure device was still in the ostia. Removal procedure: bilateral lower quadrant pain; right fallopian tube and essure device was removed without difficulty from the abdomen. Abdomen and pelvis were copiously irrigated. Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Patient went for ultrasounds and a visit to the ER (emergency room) for more ultrasounds, test and x-rays, the doctors couldn¿t find anything wrong. Pregnancy test- negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage (at insertion)'), device dislocation ('malposition of essure device'), complication of device insertion ('device breakage (at insertion)') and pelvic pain ('pelvic pain / left side pain/ pain') in a 26-year-old female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "implant may not have been placed correctly/ coil was not completely inserted in second tube" on (B)(6) 2014, patient-device incompatibility "body rejected the coils", treatment noncompliance "patient use birth control or contraception at any time following your essure placement procedure" and device monitoring procedure not performed "patient did not had essure confirmation test". The patient's medical history included gravida ii, parity 2 ((B)(6) 2011, (B)(6) 2013), hypoglycaemia, asthma and anxiety disorder. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included body mass index normal, atrophy nos, paratubal cyst and cystic fibrosis. Concomitant products included hydrocodone bitartrate;paracetamol (norco), iron and misoprostol (cytotec). In (B)(6) 2014, the patient experienced migraine ("migraines"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and complication of device insertion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced mood swings ("extreme mood fluctuations"), abdominal distension ("bloating"), amnesia ("memory loss") and headache ("headaches"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pinching left lower back pain/ lower back pain"), abdominal pain ("abdominal pain / bilateral quadrant pain"), abdominal pain lower ("severe sharp and constant left lower abdomen pain/ lower abdomen pain / severe and persistent lower abdominal pain") and allergy to metals ("hypersensitivity reaction to nickel / nickel allergy / severely allergic to nickel") with rash and rash erythematous. In (B)(6) 2014, the patient experienced alopecia ("hair loss"), dizziness ("dizziness") and anxiety ("anxiety"). On an unknown date, the patient experienced arthralgia ("hips pain / pain in hips while sleeping"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("vaginal bleeding"), fallopian tube spasm ("during implantation, the right fallopian tube spasmed"), loss of personal independence in daily activities ("she could not bend over to pick up her son hold him while standing or just sit or stand for long periods of time"), fatigue ("fatigue"), keratosis pilaris ("keratosis pilaris") and blister ("blisters from wearing jewelry with nickel"). The patient was treated with analgesics, caffeine;paracetamol (excedrin), hydrocortisone, ibuprofen, paracetamol and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, complication of device insertion, dyspareunia, vaginal haemorrhage, allergy to metals, fallopian tube spasm, loss of personal independence in daily activities, dizziness, mood swings, anxiety, migraine, amnesia, headache, fatigue, keratosis pilaris and blister outcome was unknown, the back pain, abdominal pain, abdominal pain lower, abdominal distension and arthralgia was resolving and the alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, blister, complication of device insertion, device breakage, device dislocation, dizziness, dyspareunia, fallopian tube spasm, fatigue, headache, keratosis pilaris, loss of personal independence in daily activities, migraine, mood swings, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: contraceptive method with essure insertion: progestogen-only pill; concomitant drug: nexa plus; insertion procedure: the number of expanded coils that appeared trailing into the uterine cavity was 4. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. However, the device was defective and the coils would not deploy. When the device was removed alii of the coils appeared to remain attached to the device. On inspection of the right tubal ostia, it appeared that the inner sheath of the essure device was still in the ostia. Removal procedure: bilateral lower quadrant pain; right fallopian tube and essure device was removed without difficulty from the abdomen. Abdomen and pelvis were copiously irrigated. Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Patient went for ultrasounds and a visit to the ER (emergency room) for more ultrasounds, test and x-rays, the doctors couldn¿t find anything wrong. Pregnancy test- negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Events: keratosis pilaris, blisters were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage (at insertion)'), device dislocation ('malposition of essure device'), complication of device insertion ('device breakage (at insertion)') and pelvic pain ('pelvic pain / left side pain/ pain') in a 26-year-old female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "implant may not have been placed correctly/ coil was not completely inserted in second tube" on (B)(6) 2014, patient-device incompatibility "body rejected the coils", treatment noncompliance "patient use birth control or contraception at any time following your essure placement procedure" and device monitoring procedure not performed "patient did not had essure confirmation test". The patient's medical history included gravida ii, parity 2 ((B)(6) 2011, (B)(6) 2013), hypoglycaemia, asthma and anxiety disorder. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included body mass index normal, atrophy nos, paratubal cyst and cystic fibrosis. Concomitant products included hydrocodone bitartrate; paracetamol (norco), iron and misoprostol (cytotec). In (B)(6) 2014, the patient experienced migraine ("migraines"). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and complication of device insertion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced mood swings ("extreme mood fluctuations"), abdominal distension ("bloating"), amnesia ("memory loss") and headache ("headaches"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pinching left lower back pain/ lower back pain"), abdominal pain ("abdominal pain / bilateral quadrant pain"), abdominal pain lower ("severe sharp and constant left lower abdomen pain/ lower abdomen pain / severe and persistent lower abdominal pain") and allergy to metals ("hypersensitivity reaction to nickel / nickel allergy / severely allergic to nickel") with rash and rash erythematous. In (B)(6) 2014, the patient experienced alopecia ("hair loss"), dizziness ("dizziness") and anxiety ("anxiety"). On an unknown date, the patient experienced arthralgia ("hips pain / pain in hips while sleeping"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("vaginal bleeding"), fallopian tube spasm ("during implantation, the right fallopian tube spasmed"), loss of personal independence in daily activities ("she could not bend over to pick up her son hold him while standing or just sit or stand for long periods of time"), fatigue ("fatigue"), keratosis pilaris ("keratosis pilaris") and blister ("blisters from wearing jewelry with nickel") and was found to have weight decreased ("lost weight"). The patient was treated with analgesics, caffeine;paracetamol (excedrin), hydrocortisone, ibuprofen, paracetamol and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, complication of device insertion, dyspareunia, vaginal haemorrhage, allergy to metals, fallopian tube spasm, loss of personal independence in daily activities, dizziness, mood swings, anxiety, migraine, amnesia, headache, fatigue, keratosis pilaris, blister and weight decreased outcome was unknown, the back pain, abdominal pain, abdominal pain lower, abdominal distension and arthralgia was resolving and the alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, blister, complication of device insertion, device breakage, device dislocation, dizziness, dyspareunia, fallopian tube spasm, fatigue, headache, keratosis pilaris, loss of personal independence in daily activities, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: contraceptive method with essure insertion: progestogen-only pill; concomitant drug: nexa plus; insertion procedure: the number of expanded coils that appeared trailing into the uterine cavity was 4. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. However, the device was defective and the coils would not deploy. When the device was removed alii of the coils appeared to remain attached to the device. On inspection of the right tubal ostia, it appeared that the inner sheath of the essure device was still in the ostia. Removal procedure: bilateral lower quadrant pain; right fallopian tube and essure device was removed without difficulty from the abdomen. Abdomen and pelvis were copiously irrigated. Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Patient went for ultrasounds and a visit to the ER (emergency room) for more ultrasounds, test and x-rays, the doctors couldn¿t find anything wrong. Pregnancy test- negative. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: new event "lost weight" added. Social media reporter added. Relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage (at insertion)'), device dislocation ('malposition of essure device'), complication of device insertion ('device breakage (at insertion)') and pelvic pain ('pelvic pain / left side pain/ pain') in a 26-year-old female patient who had essure (batch no. B66020) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device placement issue "implant may not have been placed correctly/ coil was not completely inserted in second tube" (B)(6) 2014, patient-device incompatibility "body rejected the coils", device monitoring procedure not performed "patient did not had essure confirmation test" and treatment noncompliance "patient use birth control or contraception at any time following your essure placement procedure". The patient's medical history included gravida ii, parity 2 (B)(6) 2011 & (B)(6) 2013, hypoglycaemia, asthma and anxiety disorder. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included body mass index normal, atrophy nos, paratubal cyst and cystic fibrosis. Concomitant products included hydrocodone bitartrate;paracetamol (norco), iron and misoprostol (cytotec). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced migraine ("migraines"). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and complication of device insertion (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced mood swings ("extreme mood fluctuations"), abdominal distension ("bloating"), amnesia ("memory loss") and headache ("headaches"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("pinching left lower back pain/ lower back pain"), abdominal pain ("abdominal pain / bilateral quadrant pain"), abdominal pain lower ("severe sharp and constant left lower abdomen pain/ lower abdomen pain / severe and persistent lower abdominal pain") and allergy to metals ("hypersensitivity reaction to nickel / nickel allergy / severely allergic to nickel") with rash and rash erythematous. In (B)(6) 2014, the patient experienced alopecia ("hair loss"), dizziness ("dizziness") and anxiety ("anxiety"). On an unknown date, the patient experienced arthralgia ("hips pain / pain in hips while sleeping"). On an unknown date, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("vaginal bleeding"), fallopian tube spasm ("during implantation, the right fallopian tube spasmed"), loss of personal independence in daily activities ("she could not bend over to pick up her son hold him while standing or just sit or stand for long periods of time"), fatigue ("fatigue"), keratosis pilaris ("keratosis pilaris") and blister ("blisters from wearing jewelry with nickel") and was found to have weight decreased ("lost weight"). The patient was treated with analgesics, caffeine;paracetamol (excedrin), hydrocortisone, ibuprofen, paracetamol and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2014. At the time of the report, the device breakage, device dislocation, complication of device insertion, dyspareunia, vaginal haemorrhage, allergy to metals, fallopian tube spasm, loss of personal independence in daily activities, dizziness, mood swings, anxiety, migraine, amnesia, headache, fatigue, keratosis pilaris, blister and weight decreased outcome was unknown, the back pain, abdominal pain, abdominal pain lower, abdominal distension and arthralgia was resolving and the alopecia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, arthralgia, back pain, blister, complication of device insertion, device breakage, device dislocation, dizziness, dyspareunia, fallopian tube spasm, fatigue, headache, keratosis pilaris, loss of personal independence in daily activities, migraine, mood swings, pelvic pain, vaginal haemorrhage and weight decreased to be related to essure. The reporter commented: contraceptive method with essure insertion: progestogen-only pill; concomitant drug: nexa plus; insertion procedure: the number of expanded coils that appeared trailing into the uterine cavity was 4. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. However, the device was defective and the coils would not deploy. When the device was removed alii of the coils appeared to remain attached to the device. On inspection of the right tubal ostia, it appeared that the inner sheath of the essure device was still in the ostia. Removal procedure: bilateral lower quadrant pain; right fallopian tube and essure device was removed without difficulty from the abdomen. Abdomen and pelvis were copiously irrigated. Cross referenced with case number : (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Patient went for ultrasounds and a visit to the ER (emergency room) for more ultrasounds, test and x-rays, the doctors couldn¿t find anything wrong. Pregnancy test- negative . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records : abdominal pain, pelvic pain. Lot number: b66020 , manufacturing date: 2013-08, & expiration date: 2016-08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-apr-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / left side pain") in a (B)(6) patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: patient-device incompatibility "body rejected the coils". The patient's past medical history included pain in hip in 2005, gravida ii and parity 2 ((B)(6) 2011, (B)(6) 2013). Previously administered products included for an unreported indication: depo provera in 2006. Concurrent conditions included body mass index normal and nickel sensitivity. On (B)(6) 2014, the patient had essure inserted. In 2014, the patient experienced abdominal pain ("abdominal pain \"), alopecia ("hair loss"), allergy to metals ("hypersensitivity reaction to nickel") with rash, dizziness ("dizziness"), mood swings ("extreme mood fluctuations"), anxiety ("anxiety"), migraine ("migraines"), abdominal distension ("bloating") and amnesia ("memory loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), vaginal haemorrhage ("vaginal bleeding"), fallopian tube spasm ("during implantation, the right fallopian tube spasmed"), loss of personal independence in daily activities ("she could not bend over to pick up her son hold him while standing or just sit or stand for long periods of time"), device deployment issue ("implant may not have been placed correctly"), back pain ("pinching left lower back pain"), abdominal pain lower ("severe sharp and constant left lower abdomen pain"), investigation noncompliance ("patient did not had essure confirmation test") and treatment noncompliance ("patient use birth control or contraception at any time following your essure placement procedure"). The patient was treated with ibuprofen, para-seltzer (excedrin), paracetamol (extra strength tylenol), analgesics and surgery (underwent bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain and alopecia was resolving and the dyspareunia, abdominal pain, vaginal haemorrhage, allergy to metals, fallopian tube spasm, loss of personal independence in daily activities, device deployment issue, dizziness, mood swings, anxiety, migraine, abdominal distension, amnesia, back pain, abdominal pain lower, investigation noncompliance and treatment noncompliance outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, amnesia, anxiety, back pain, device deployment issue, dizziness, dyspareunia, fallopian tube spasm, investigation noncompliance, loss of personal independence in daily activities, migraine, mood swings, pelvic pain, treatment noncompliance and vaginal haemorrhage to be related to essure. The reporter commented: patient unintended pregnancy following your use of essure. Patient allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.2 kg/sqm. Patient went for ultrasounds and a visit to the ER (emergency room) for more ultrasounds, test and x-rays, the doctors couldn¿t find anything wrong. Most recent follow-up information incorporated above includes: on 22-nov-2017: reporter added, patient's historical condition, drug, concomitant condition, treatment drug added. Events added as follows; during implantation, the right tube began to spasm causing the essure device tomisfire and only implant part of the coil/ right fallopian tube spasmed, doctor mentioned that the implantmay not have been placed correctly, she could not bend over to pick up her son hold him while standing or just sit or stand for long periods of time, body rejected the coils,dizziness,severe sharp and constantleft lower abdomen pain, extreme mood fluctuations,anxiety, migraines, bloating, memory loss,pinching left lower backpain, hypersensitivity reaction to nickel for whcih rash on upper thighs, buttocks, lower back, around abdomen marked as symptoms. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("vaginal bleeding"), alopecia ("hair loss") and rash ("skin rashc"). The patient was treated with surgery (underwent a removal procedure). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, vaginal haemorrhage, alopecia and rash outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, pelvic pain, rash and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: summons received - case upgraded as incident and valid from invalid. New events "pelvic pain, painful intercourse, abdominal pain, vaginal bleeding, hair loss, and a skin rash were added. Product implant and explant date was updated. Surgical treatment for the event pelvic pain was added. Event 'severe and permanent injuries' was deleted. New reporter was added. ¿essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only." Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.